Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. Once the results are available, a supplemental report will be submitted.

Event description:
It was reported that the optical module cable provided high sv02 readings during testing. The biomed was testing the om2 before patient use and observed higher than normal sv02 readings during in vitro calibration. The suspect om2 was removed from service. There was no patient involvement.

Manufacturer narrative:
The suspect om2 cable was not returned by the facility for product evaluation after several attempts were made. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is returned a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. This problem was discovered by the biomed department. If this were to have occurred in the clinical setting the clinician would know that with any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.